Event description:
The facility reported that the caregiver went to get the resident out of the bath. The resident wore his neck alarm and was strapped into the safety belt. The bath was lowered and then lifted up to get the resident out of the bath. The resident was being moved to the back when the lift fell down with the resident in it. The resident sustained a broken hip.